Event description:
It was reported that the patient was sleeping and was woken up by a "little shock" in the area of the device. The next morning while eating breakfast, the patient got a "little shock" again in the same area. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).